Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture threshold. During reposition procedure, it was found that the helix of the rv lead would not be fully extended. The rv lead was explanted and replaced. There were no patient consequences and the patient was recovering.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported event of high capture threshold was not confirmed. A full lead was returned in one piece for analysis. The helix was found partially extended and clogged with dried blood and tissue. After cleaning, the helix was able to be retracted and extended. Specification measurements, electrical testing, visual inspection were normal with no anomalies found. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage.